Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a rise in right ventricular (rv) lead pacing thresholds were noted. An x-ray done showed a possible rv dislodgment. A repositioning is scheduled. No adverse patient effects were reported.